Manufacturer narrative:
Additional information was received that a second dcs was used with the second valve. It was reported that loading was performed by a valve loader who had performed approximately five or more previous loads; the misload was identified during fluoroscopic check of the valve, but it was unknown when the loading difficulty occurred. It was noted that the valve paddle was out of pocket. It was reported that both the valve and dcs contributed to the patient's death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: other relevant device(s) are: product ID: enveor-l, serial/lot #: (B)(4), ubd: 17-jun-2018, UDI #: unknown. Updated: additional information was received that a dcs (pli-20) was used with the first valve and a second dcs (pli-50) was used with the second valve. It was reported that loading was performed by a valve loader who had performed approximately five or more previous loads; the misload was identified during fluoroscopic check of the valve, but it was unknown when the loading difficulty occurred. It was noted that the valve paddle was out of pocket. It was reported that both the valve and dcs contributed to the patient's death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, percutaneous coronary intervention (pci) was performed and ventricular tachycardia was noted. Following pci, a 14 french non-medtronic sheath was inserted via the right femoral artery, but could not advance due to calcification. The minimum access diameter of the right common iliac artery was reported to be 4.2mm. A non-medtronic stent graft was deployed in the right common iliac artery to secure the vessel diameter due to the difficult advancement. It was reported that in addition to the 14 french and 18 french non-medtronic sheaths, the inline sheath encountered difficulty advancing. Therefore, a decision was made to use the left subclavian approach instead of right transfemoral; however, the 14 french non-medtronic sheath could not be inserted due to narrow vessel diameter. It was decided to use the direct aortic approach due to the patient¿s ¿shaggy¿ aorta syndrome. When the valve was delivered via the abdominal aorta, bleeding was noted from the side of the sheath. The blood pressure was noted to be 60/20mmhg when crossing the native annulus and continued to decrease. During the first deployment attempt, the valve was positioned at a depth of more than 13mm and subsequently was recaptured. During the second deployment attempt, the positioning was 0-2mm and the valve was implanted considering the 20/10mmhg blood pressure. Medication was administered followed by cardiac massage to recover the blood pressure. A right femoral artery dissection was noted and a blood clot developed resulting in right femoral artery occlusion, which was reported to be caused by forcibly advancing the inline sheath in the artery after the stent graft had been placed. The blood clot was aspirated and the procedure was finished after satisfactory blood flow was confirmed by angiography. It was reported that the act (activated clotting time) levels had been monitored every sixty minutes and maintained at greater to or equal to 250 seconds. Following the procedure, no hemorrhage was seen, but the patient developed left upper limb ischemia. Occlusion due to dissection of the left subclavian artery was identified while removal of thrombus was attempted. The blood flow was improved by percutaneous transluminal angioplasty and stent placement, but the blood pressure had decreased. Atrial fibrillation (afib) triggered deterioration of circulatory failure and renal failure, resulting in cardiac arrest. Two days post-implant, the patient expired as a result of renal failure and reperfusion injury. No autopsy was performed. Per the physician, the death was reported to be unrelated to the device and rather was attributed to the long, invasive procedure and lower limb ischemia in addition to the patient¿s poor pre-implant condition. It was reported that the valve function was satisfactory with no aortic regurgitation or aortic stenosis. It was reported that the circulatory failure following the procedure and subsequent death were assessed to be related to the device and the valve implant procedure.